Event description:
Additional information from the surgeon. There were no staples deployed when the device was fired. The device cut, but no staples were present. The patient is doing fine and recently underwent the reversal of the colostomy.

Event description:
It was reported that during a stapled transanal rectal resection procedure, the surgeon states he did not recall hearing the crunch. The device cut but did not staple correctly. The staples did not form completely. A temporary colostomy was performed. The patient is doing well. The patient is due to see the surgeon in a couple of weeks. The plan is to reverse the colostomy. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).